Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and flail on the posterior 3 leaflet segment for a mitraclip procedure. The first clip was implanted medial in the commissure. After deployment a single leaflet device attachment (slda) was observed. The posterior leaflet was detached and the anterior remained attached. It was noted that there were difficulties visualizing the posterior leaflet due to the target location. Per the physician the medial location in the commissure and chordal interference contributed to the slda. An additional clip was implanted to stabilize the slda. The mr was reduced to grade 2-3.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda, chordal interference, and difficult imaging were due to procedural circumstances. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and flail on the posterior 3 leaflet segment for a mitraclip procedure. The first clip was implanted medial in the commissure. After deployment a single leaflet device attachment (slda) was observed. The posterior leaflet was detached and the anterior remained attached. It was noted that there were difficulties visualizing the posterior leaflet due to the target location. Per the physician the medial location in the commissure and chordal interference contributed to the slda. An additional clip was implanted to stabilize the slda. The mr was reduced to grade 2-3.